Event description:
Per the clinic, the patient experienced retention issues with the osia sound processor. Subsequently, the implant was explanted on (B)(6) 2024, and the patient was transitioned to a percutaneous baha implant system during the same surgery.